Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the procedure extended by 60 minutes? If yes, please explain the reason for the prolonged surgery and if it had to do with the needle breakage. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery?

Event description:
It was reported that a patient underwent a laparoscopic sacrocolpopexy on an unknown date and suture was used. During the procedure, the needle was broken at the swage part during use on the uterine cervix. The needle fragment was not lost and was retrieved. No devices were left in the patient¿s body. The operation time was extended by 60 minutes. The patient was discharged from the hospital with no problem. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/23/2019. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Investigation summary: it was reported performance needle breakage. A failed suture needle was submitted for fractographic evaluation. A fracture was observed at suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/2/2019. Additional information was requested and the following was obtained: was the procedure extended by 60 minutes? Yes. If yes, please explain the reason for the prolonged surgery and if it had to do with the needle breakage. No information. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? No information. No further information will be provided.